Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as: MFR # 2249697-2010-00717, -00719, -00720, 00721, -00722, -00723, -00724.

Event description:
It was reported: "loan triathlon ts kit received from (B)(6). Cracks found in 9 of distal femoral augments. (B)(6) mgr notified on call person (B)(4) and I investigated on arrival to hospital that morning. (B)(6) mgr comments: this is unacceptable and we cannot and will not process damaged instruments."